Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited high pacing impedance. The lead was replaced during the procedure on (B)(6) 2020. Patient was stable.